Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. The customer reloaded the cartridge and resumed insulin therapy.